Manufacturer narrative:
The angiosculpt device got stuck on the guide wire. The physician removed the device and the guide wire as a unit and rewired the lesion to complete the procedure. This resulted in prolongation of the procedure. No clinical injury was reported by the hospital. The angiosculpt device was returned for evaluation. Visual examination confirmed the balloon has not been inflated. Multiple kinks were observed on the shaft possible due to handling of the device for return to angioscore. During functional testing, a 0.014" laboratory guide wire was inserted through the distal end and the luer with no resistance observed. Based on the lab analysis, no evidence of a device malfunction was noted.

Event description:
Balloon got hung up on the command wire. Difficult to advance, didn't get all the way to the lesion and was hard to pull out. Lost wire position when removing the balloon. Pt was successfully treated with a foxcross balloon and the case ended without injury.